Event description:
Plaintiff counsel alleges client was severely injured in her health, strength and activity, as a result of hosp and doctor's failure to adequately monitor her condition, and to note and appropriately investigate and treat any signs and symptoms of complications from the surgery, or the applications of the cold pack dressing.